Manufacturer narrative:
On january 17, 2022, mentor became aware that the date of bilateral replacement surgery with catalog number 3507504bc was (B)(6) 2022 hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 25, 2022, mentor became aware that both devices were intact upon bilateral removal and replacement surgery with catalog number 3507004bc; serial number (B)(6) on the left side, and with catalog number 3507004bc; serial number (B)(6) on the right side on (B)(6) 2022. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
6666666666666666666666666666666666

Manufacturer narrative:
On may 4, 2022, the mentor failure analysis lab received two devices for evaluation with same lot number. As per paperwork received with the device date of explant under field d6b has been updated to (B)(6) 2022. On (B)(6) 2022, device evaluation was completed for both devices. Ruptured device results are being reported separately. Follow ups were completed with no response. If additional information is received, a supplemental report will be submitted. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 500cc mentor memorygel breast implant and experienced left side capsular contracture; baker grade iii postoperatively diagnosed after physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).